Event description:
Report received from (B)(6) stating "difficult to enter by a 2mm incision. They changed their pack. No pt impact".

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR # 1920664-2013-00263 and 00265.